Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a concentric lesion in the mildly tortuous, heavily calcified, proximal circumflex (cx) coronary artery. The 2.00 x 12 mm traveler rx balloon dilatation catheter (bdc) was advanced to the lesion with resistance felt due to the calcified vessel. Upon the first inflation to 10 atmospheres the balloon ruptured. The procedure was continued successfully with a non-abbott rotoblader and a non-abbott balloon catheter. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.